Event description:
Received one unit packed cells 7/17/92. Second unit unable to give. The access port was unable to be flushed (mediport implantofix device). Brought to or on 7/24/92 for removal of access port. At time of or procedure--incision was made to remove the previous port and catheter; however, the catheter was noted to have become dislodged. An x-ray was taken and the catheter was noted in the vascular system probably the left pulmonary artery. The port was removed and incision was closed. Patient was transferred via ambulance to western baptist hospital, paducah, ky, in care of physician who was to contact cardiac and vascular surgeons in paducah for retreivaldevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: device unavailable for follow-up investigation examination. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. The device was destroyed/disposed of.